Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, this report is to inform correction of the event date (section b3) of the initial medwatch report. The correct event date is nov 21, 2022 and not nov 20, 2022. Please see section b3 for the updates. Please see device evaluation results and original equipment manufacturers investigation below: service business center evaluated the console and determined that the instrument was found to have no issues, and the wireless footswitch was discovered to be faulty. The root cause of this complaint failure could not be determined. Service business center (sbc) was unable to find fault with the console during their evaluation of the device and has returned the unit to the customer and the customer has not had any issues relating to footswitch pairing issues. Sbc returned the footswitch claiming the footswitch was at fault however, testing by manufacturing business center (mbc )and original equipment manufacturer (OEM) testing were unable to replicate the failure other than testing the maximum distance the device would operate at (60 ft. From the console) before coming unpaired. With both the console in the field operating as expected and the footswitch being intensely tested without pairing/ unpairing issues being found, a fault with either device could not be identified. A manufacturing/ labeling defect was not identified, the root/ probable cause of the complaint was not related to user technique/ human factors or related to device labeling/ design. Device history record (DHR) review summary: no inconsistencies nor non-conformances found in the DHR. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus will continue to monitor complaints for this device.

Event description:
User facility reported fault pertaining to the wireless foot pedal disconnecting from the unit mid procedure (unspecified procedure). According to the report, customer mentioned "that they did put back into use while waiting for the loan unit. Field service technician attended onsite, however, reported it was unable to replicate the fault. No harm was reported. No patient harm, no user injury due to the event. This event includes two (2) reports : report with patient identifier (B)(6) (tfl-afswl , sn: (B)(4) -footswitch. Report with patient identifier (B)(6) ( tfl-pls- mduf200286)-laser system used with the footswitch. This report is for report with patient identifier (B)(6) ( tfl-pls- mduf200286)-laser system used with the footswitch.

Manufacturer narrative:
The device was evaluated. Device evaluation found the reported problem was attributed due to faulty footswitch. Service noted , the instrument itself is working fine. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to inform that multiple follow ups were made to the customer to gather additional information regarding the reported issue, however, were unsuccessful and no response is received. Investigation is ongoing. This report will be supplemented accordingly following investigation.